Manufacturer narrative:
Serial number requested, awaiting response. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's heartmate 2 (hm2) system controller had a broken power cable connection screw. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller having a broken power cable screw was confirmed. The heartmate ii system controller (s/n: pc-64969) was returned for analysis. Visual inspection of the controller revealed a broken white connector nut. The system controller underwent functional testing and the controller was not communicating with the system monitor. The power cables underwent continuity and insulation testing and did not pass. The power cables were replaced with test power cables in order to continue evaluation. The controller was able to operate as intended and support pump function for extended operation. A root cause for the reported event was unable to be conclusively determined through this analysis. There were incidental findings of damaged power cables and fluid ingress. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii patient handbook describes how to properly maintain all equipment for use including the system controller and its power cables. The heartmate ii patient handbook instructs users to regularly inspect all equipment including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.